Event description:
Customer reports that there is too much powder on these surgical gloves. He also states that the surface feels rougher than usual. A surgeon has reported having had a allergic reaction when wearing this glove. No report of permanent impairment or medical intervention with this episoed.